Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no device malfunction. As it mentioned that ballooning and stent deployment were performed while the guide wire was located at the distal pda with its tip being looped, it was concluded that this event was associated with procedural contents. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi sion blue guide wire had caused vessel perforation. Publication: european heart journal - case reports (2021) 5(11), 1-7 title: looped wire advancement - not always safe! Fat - not so useless! A case series. Excerpt: case 3 a 54-year-old female presented with inferior wall myocardial infarction. A selective coronary angiogram through right radial access done showed acute total occlusion of the dominant rca in its middle segment and normal left-sided coronary circulation. Using a 6 fr jr 3.5 launcher catheter, a fielder fc (asahi intecc) guidewire was introduced into the rca. The guidewire tip formed a loop on the way, which was further advanced and parked in the posterior descending branch (pda) of rca (figure 3a and b). After dilatation of the lesion using a 2.0mm x 12mm semi-compliant balloon, a vivo isar (translumina health care, india) des of size 2.75mm x 21mm was deployed at 10 atm. It was subsequently dilated with a 3.0mm x 12mm non-compliant balloon. The patient was haemodynamically stable while shifting to the coronary critical care unit after the procedure. Two hours later, she developed hypotension, and a bedside echocardiogram showed a large pericardial collection. A pigtail was inserted and the drained blood was continuously autotransfused. Rca angiogram showed contrast extravasation from the pda branch (figure 3c). The site of perforation was very distal, and the vessel injury was probably caused by the hard part of the looped wire in the distal branch of the artery. A corsair (asahi intecc) microcatheter over a sion blue guidewire (asahi intecc) was placed in the distal pda, 10mm proximal to the site of perforation. Meanwhile an incision was made in the patient's right groin region, and a small piece of fat was harvested from the thigh and broken into small pieces.with the procedure described above, it was introduced along with iodine contrast into the distal part of pda just proximal to the site of perforation. Angiogram taken just after the embolization of fat showed an immediate closure of perforation with no dye extravasation into the pericardium (figure 3d). Over the next 48 h, there was no haemodynamics or echocardiographic evidence of reaccumulation, and the pericardial pigtail catheter was removed 36 h after the procedure.